Event description:
The laser system has the following problem: "when the system turned on only visible at display. Unit does not function."

Manufacturer narrative:
We are waiting for additional information from the distributor.